Event description:
The hcp reported the pt had reported being at 8500 feet altitude and feeling lightheaded and drowsy. The pt was receiving compounded baclofen intrathecally. The pt is reported to have recovered without sequela.